Event description:
Right knee pain returned [arthralgia]. Benefits of synvisc lasted only 6 weeks [therapeutic response decreased]. Case description: a spontaneous report was received on (B)(6) 2009 from a (B)(6) female patient with a history of possible osteoarthritis and a frayed meniscus of the right knee, initials (B)(6), who experienced the benefits of synvisc lasted only 6 weeks and knee pain returned after starting synvisc. The patient had no previous history of treatment with synvisc. She received injections of synvisc into the right knee on (B)(6) 2009. She reported that the synvisc injections worked well at first, but the benefits lasted only 6 weeks and then her right knee pain returned. No other information was available. Additional information was received on (B)(4) 2009 from the healthcare provider who confirmed the patient had a history of moderate osteoarthritis for several years. He updated the medical history to include previous treatment with nsaids, steroids and viscosupplementation, prior effusion and joint narrowing. The hcp confirmed the patient received one synvisc injection in her right knee on (B)(6) 2009 and no effusion was collected before the injections. The hcp confirmed the patient experienced a return of right knee pain with an onset date of (B)(6) 2009. The return of right knee pain was severe in intensity and had a remote/unlikely relation to the synvisc injections. The hcp reported that he saw the patient after her last synvisc injection and that she had a knee scope surgery and would check the patient post-operation. No exudate was collected after the last synvisc treatment and there was no analysis, lab results or concomitant medication during the patient's synvisc treatment. At the time of this report, the outcome of the patient was unknown. Additional information was received on 07/27/2009 from the healthcare provider who reported that the outcome of the patient's return of right knee pain was that the patient had surgery. At the time of this report, the patient was not yet recovered from the knee scope surgery and the hcp reported the knee scope surgery had a possible relationship to synvisc. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Additional information was received on (B)(4) 2009 in the form of qa results. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.